Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction during his 7 day wear of the adc freestyle libre sensor. Customer further reported skin irritation with ¿pus¿ and the sensor fell off. Customer had contact with a healthcare professional and received an unspecified prescription for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor serial number has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic reaction during his 7 day wear of the adc freestyle libre sensor. Customer further reported skin irritation with ¿pus¿ and the sensor fell off. Customer had contact with a healthcare professional and received an unspecified prescription for treatment. There was no report of death or permanent injury associated with this event.